Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient believed their pump had malfunctioned. The patient stated that they had filled a new cartridge with approximately 200 units of insulin, and the following day experienced high blood glucose and began feeling unwell. The patient¿s husband drove them to the hospital, where they were diagnosed with diabetic ketoacidosis and treated in the ICU. The patient later removed the cartridge from the device chamber and observed that it was leaking. The patient received education on the proper cartridge fill process. The lot number of the cartridge was not available, as it had been discarded. The patient¿s blood glucose reached 500 mg/dl, confirmed by fingerstick. The patient was unsure how long their glucose levels remained outside the target range. Insulin was administered via IV at the hospital. The patient did not recall whether ketone testing was performed. No steroid use or additional assistance beyond transportation was reported. The patient experienced vomiting, headaches, and dka. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.